Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Initial reporter occupation: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that the suction feature on the vapr tripolar90 suction electrode device waned after hard tissues were suctioned. According to the report, one of the three holes on the metal tip was stuck with some substances. It was further reported that when the surgeon kept using the electrode, the insulator sparked, and the metal tip broke and came off the unit. It was reported that the cartilage tissue remained stagnant in the suction hole, and the tip of the electrode continued to emit a pink spark. It was reported that after a while, the pink spark disappeared, and the cutting function temporarily decreased. It was reported that after that, the upper half of the tip electrode came off and fell off into the patient's body while using the product. It was reported that the tip that fell off was removed from the patient's body. The procedure was completed with the replacement of new electrode with 20-minute surgical delay. No further information is available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed asappropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. No visual damaged found in the shaft and cord; but a part of the metal tip was broken. Scratches were observed near the tip. The device was sent to supplier for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. Upon visual inspection, the device has not been returned in its original packaging. The device shows signs of activation with some evidence of procedural debris under the remaining active tip. The active tip is broken at the midpoint of the tip face. The broken section not returned. There is a lot of marking the ceramic, return tube and cut return surfaces. The shaft of the device is in good condition and not deformed in any way. The electrical and functional test was performed due to the cable and suction tube being cut off. A DHR review has been performed for the complaint device lot number u2009070; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no containment or correction action related to the individual complaint is required. From our initial investigation we were able to confirm the customer reported problem where the active tip has broken but we have been unable to determine a definitive root cause at this stage therefore further investigation will be required. From our initial investigation we were able to confirm the customer reported problem where the active tip has broken but we have been unable to determine a definitive root cause at this stage therefore further investigation will be required. A CAPA was raised previously for a similar failure mode, all corrective and preventative actions from CAPA were implemented to minimize the risk of the glue not being dispensed into the ceramic. The customer¿s device was manufactured in jan 2022 which is post CAPA corrective actions. A CAPA investigation has already been initiated to investigate this failure mode further from mitek complaint and identify any potential preventative /corrective actions. CAPA-200253 is currently in the root cause phase. A DHR review has been performed for lot u2112032; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product risk analysis no initial containment action related to the individual complaint is recommended. At this point in time, in depuy synthes mitek, additional complaint informtion monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.